Manufacturer narrative:
Continuation of d10: product ID dvea3e4 (evx604254s); product type: 0235-ICD; implant date (B)(6) 2025; explant date (B)(6) 2025, product ID ev240163 (evl009200v); product type: 0264-lead-hv; implant date (B)(6) 2025; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the extravascular implantable cardioverter defibrillator (ev-ICD) system implant defibrillation threshold testing (dft) was performed and upon the first attempt high dft thresholds were observed and were unable to successfully convert the patient at 40 joules (j). The procedure was completed. Upon the second attempt at dfts the following day with the addition of the subcutaneous lead, the device was unable to deliver energy for defibrillation, 0j delivered with an impedance value of less than 30 ohms. The ev ICD system was explanted the subcutaneous lead was attempted but not used and the patient was implanted with a transvenous system. No patient complications have been reported as a result of this event.

Event description:
It was further reported that during the implant procedure the first tunnel attempt was probable for being in the pleural space, the second tunnel occurred with no issues and dfts failed at 30j and 40j. The pocket was revised more posterior and slightly more cranial, and dfts failed at 40j and external rescue was required. During the attempted dfts the following day, the high voltage impedance measurement was noted to have decreased and dfts failed again at 40j and required rescue. At this time, the plan on the table was changed to adapt the ev ICD lead to a 5019 adaptor and use the subcutaneous lead.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.